Manufacturer narrative:
The most recent service record was reviewed, and no abnormalities were found. There are no previous complaints on this device. During functional testing, the reported issue was duplicated. The first time the pump was powered on, the pump displayed a pressure error during post. The issue was intermittent, as it only occurred when the pump was first powered on. The likely root cause is component failure. The pressure sensor will be replaced to correct the reported issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from a customer reporting that the pump was alarming occlusion during an infusion. No occlusion was found in the IV tubing or at the IV site / port site. No patient involvement, discovered during testing.